Event description:
Healthcare professional reported left capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Patient date of birth: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Opening on the radius side assessed as surgical damage. Additional observations: observed opening on the anterior side assessed as surgical damage. Brown encapsulation observed in the surface of the shell. Brown particle observed in the surface of the shell. Wear abrasion observed on the device. Crease fold observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.